Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy, the stapling failed to occur and it did not fire. They used another device to complete the case. There was no patient injury.